Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence. Upon procedure, it was found a fluid leak caused by an unknown source. All components were removed and a new aus systems was placed. There were no patient complications.